Event description:
It was reported that this right atrial lead exhibited noise and oversensing resulting in two signal artifact monitor events. Impedance measurements were within normal range. Isometrics and pocket manipulation produced no noise. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).